Manufacturer narrative:
Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. (B)(4). Investigation evaluation: the device was returned with only one (1) catheter. No kinks were detected on the catheter. No signs of powder were found in the catheter or on the device. The on/off switch was in the off position and the red activation knob disengaged in the handle for deactivation of the carbon dioxide cartridge. Our laboratory evaluation of the product said to be involved confirmed the report. When reactivated and tested as returned, the device sprayed powder intermittently. The red activation knob was removed to examine the carbon dioxide cartridge. The carbon dioxide cartridge was not empty and required discharging. The cap on the carbon dioxide cartridge shows full puncture. Using a specific tool, the position of the lance was checked and found to be positioned correctly inside the handle. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new carbon dioxide cartridge, the device sprayed powder intermittently. The device was disassembled and an internal clog was not observed. The tubes were disconnected and the powder was removed. No clumps or discolored chunks of powder were observed. A visual of the cannula and hole in the bottom of the powder chamber showed it to be clear. The low pressure valve was disassembled and powder was found on the o-rings inside. This can occur due to catheter occlusion and can lead to inconsistent spray of powder. A product discrepancy or anomaly that could have contributed to this reported occurrence of unable to spray powder was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The investigation is on-going because further information is needed from the customer. A follow-up emdr will be provided within 30 days of submission of this report with product evaluation information.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The customer reported that "the endoscope was through the ileostomy site. The hemospray catheter was advanced and handle of hemospray device and carbon dioxide were activated. The device then made a "hissing" sound. They tightened it down even more, and when attempting to apply the powder, no powder would deploy. The carbon dioxide escaped. They completed the procedure with another hemospray kit." According to the customer, after attempts to spray the powder, they readjusted and opened and closed the valve again. There was no powder deployed and they noted no obstruction in the catheter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The customer reported that "the endoscope was through the ileostomy site. The hemospray catheter was advanced and handle of hemospray device and carbon dioxide were activated. The device then made a "hissing" sound. They tightened it down even more, and when attempting to apply the powder, no powder would deploy. The carbon dioxide escaped. They completed the procedure with another hemospray kit." According to the customer, after attempts to spray the powder, they readjusted and opened and closed the valve [red stop cock] again. There was no powder deployed and they noted no obstruction in the catheter. The following further information was received on 12-oct-2018: "the catheter was flushed with air and connected to the deployment device. No clogging occurred." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding section d2- suspect medical device common device name: not available regulation name: hemostatic device for intraluminal gastrointestinal use information regarding section g5. Den170015. Investigation evaluation: the device was returned with one (1) catheter. No kinks were detected on the catheter. No signs of powder were found in the catheter or on the device. The on/off switch was in the off position and the red activation knob disengaged in the handle for deactivation of the carbon dioxide cartridge. Our laboratory evaluation of the product said to be involved confirmed the report. When reactivated and tested as returned, the device sprayed powder intermittently. The red activation knob was removed to examine the carbon dioxide cartridge. The carbon dioxide cartridge was not empty and required discharging. The cap on the carbon dioxide cartridge shows full puncture. Using specified tool the position of the lance was checked and found to be positioned correctly inside the handle. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new carbon dioxide cartridge, the device sprayed powder intermittently. The device was disassembled and an internal clog was not observed. The tubes were disconnected and the powder was removed. No clumps or discolored chunks of powder were observed. A visual of the cannula and hole in the bottom of the powder chamber showed it to be clear. The low pressure valve was disassembled and powder was found on the o-rings inside. This can occur due to catheter occlusion and can lead to inconsistent spray of powder. A product discrepancy or anomaly that could have contributed to this reported occurrence of unable to spray powder was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use states the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostat devices are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. Corrective action is currently being assessed and a follow up report will be sent. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The customer reported that "the endoscope was through the ileostomy site. The hemospray catheter was advanced and handle of hemospray device and carbon dioxide were activated. The device then made a "hissing" sound. They tightened it down even more, and when attempting to apply the powder, no powder would deploy. The carbon dioxide escaped. They completed the procedure with another hemospray kit." According to the customer, after attempts to spray the powder, they readjusted and opened and closed the valve [red stop cock] again. There was no powder deployed and they noted no obstruction in the catheter. The following further information was received on 12-oct-2018: "the catheter was flushed with air and connected to the deployment device. No clogging occurred." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding section d2 suspect medical device common device name: not available regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section g5 den170015. Investigation evaluation: the device was returned with one (1) catheter. No kinks were detected on the catheter. No signs of powder were found in the catheter or on the device. The on/off switch was in the off position and the red activation knob disengaged in the handle for deactivation of the carbon dioxide cartridge. Our laboratory evaluation of the product said to be involved confirmed the report. When reactivated and tested as returned, the device sprayed powder intermittently. The red activation knob was removed to examine the carbon dioxide cartridge. The carbon dioxide cartridge was not empty and required discharging. The cap on the carbon dioxide cartridge shows full puncture. Using specified tool the position of the lance was checked and found to be positioned correctly inside the handle. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new carbon dioxide cartridge, the device sprayed powder intermittently. The device was disassembled and an internal clog was not observed. The tubes were disconnected and the powder was removed. No clumps or discolored chunks of powder were observed. A visual of the cannula and hole in the bottom of the powder chamber showed it to be clear. The low pressure valve was disassembled and powder was found on the o-rings inside. This can occur due to catheter occlusion and can lead to inconsistent spray of powder. A product discrepancy or anomaly that could have contributed to this reported occurrence of unable to spray powder was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use states the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostat devices are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.